Event description:
This report is being filed after the subsequent review of the following article: arnold, p. Et al (2006) stabilization of complex traumatic lesions of the occipitocervical junction with a tapered rod-plate construct. Top spinal injury rehabilitation, 12: 1-11. USA article. The author¿s experience with the use a single rod ¿plate construct in the management of alanto-occipital instability to promote fusion is presented in this article. The axon system (synthes spine, (B)(4)) was the plate-rod construct used in the cases. Seven patients with traumatic occipitocervical injuries underwent surgery between 1998 and 2004 at one facility. There were 5 men and 2 female patients ranged from 34 to 53 years of age at the time of surgery. Four patients had traumatic atlanto-occipital dislocation, and three patients had complex upper cervical spine fractures that could not be stabilized with cervical fixation alone. Outcome measures included fusion rates, complications and neurologic deterioration. All patients were evaluated on admission and then at 3, 6, and 12 months following surgery. All seven patients were available for 1-year follow-up. All patients achieved fusion. This is for one patient had a superficial wound infection, which resolved with antibiotics and local wound care. This is report 1 of 2 for (B)(4). This report is for unknown spine (axon system).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown spine (axon system)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.